Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the emi source seemed to be the patient's implanted sleep apnea device and reprogramming was done. Additionally, it was noted that tachycardia therapies were subsequently turned off due to palliative care status.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), a review of remote transmission showed episodes with repetitive external electromagnetic interference (emi) resulting in high rate -non sustained and short v-v events. There was no indication of right ventricular (rv) lead integrity issue and  false rv lead integrity alerts for high rate-non sustained and short v-v events, were due to whatever is external to the device and attached to the patient. The allied healthcare representative indicated the patient has a remede respicardia device phrenic nerve stimulator implanted concurrently. The allied healthcare representative was informed about the likelihood of the external device interacting with the implanted crt-d. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 479888 lead; implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.